Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an alarm for an occlusion, during troubleshooting by the user, a ballooned pump segment was observed on the tubing. The device was shut off. No patient harm was reported. The biomed discovered error code 240.4150 in the logs and requested an investigation. It was later determined that the tubing was discarded.